Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 56-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. The impella motor current increased followed by a pump stop. Pump was successfully restarted on p2. A few minutes later the pump stopped again. The physician decided not to replace the pump. After the case, the pump was inspected. Visible biomaterial was noticed in the cannula just distal to the outlet windows. No patient harm reported due to the issue.

Manufacturer narrative:
The investigation into the reported pump stop has been completed since the original report was filed. The motor current is not very pulsatile and there is low flow. There is an immediate hmc pump stop and then it is able to run and then stopped again and would not turn back on. This is most likely indicative of biomaterial. Upon investigation of the returned product, there was hardened calcium caught in the impeller blades. It was removed and soaked in a cup of warm water to confirm it was calcium and not dextrose. The pump was then run in a bucket after and it ran for 10 minutes with no issues. The root cause of the pump stop was due to biomaterial.